Event description:
Rptr was trapped between the wall and the exercise table handle when the exerciser suddenly activated, while she was adjusting the back pad with the switch in the off position. The action of the table drove the handle into her abdomen with an up and down motion for several minutes causing "serious internal abdominal and epigastric injuries."